Event description:
The dr was unable to get the base of the iab past the iliacs because there was not enough insertable length. The iab was too short. The iab was removed and another was not inserted. The iab was not returned to co for evaluation. The iab was discarded by the facility. Event complications: none from the event - reported 12/2/96. Pt's current status: unk - rpt'd 12/2/96.